Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23199. The patient has 2 occipital (off label) leads from the same lot implanted as part of her scs system. The patient has 2 extensions from the same lot implanted as part of her scs system. It was reported the patient has an infection at the base of her neck. Cultures were taken and the patient was prescribed antibiotics. The patient underwent surgical intervention where her entire scs system was explanted. The explant date is unknown at this time.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.